Event description:
It was reported that the customer received an altitude alarms. There was no reported impact to the customer's blood glucose levels during these alarms. The contact indicated that there was no noticeable moisture or blockage of the vents during the alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.